Event description:
It was reported that arteriotomy closure of a moderately calcified common femoral artery was attempted using the perclose proglide after a diagnostic procedure. Reportedly, after performing all the steps to deploy the proglide, the knot was found above the skin level. The rail suture was pulled to tighten the knot and the suture came out of the groin. The guide wire was reinserted and another proglide was used to achieve hemostasis. There was no adverse patient sequela reported. The physician is reportedly trained in the use of the device. Though requested, no additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device has been received. Investigation is not complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation, however, the suture was not returned limiting the scope of the investigation and the reported suture pulling out of the anatomy could not be confirmed. The common femoral artery was reported a moderately calcified. Per the instructions for use, the safety and effectiveness have not been established in patients with femoral calcium fluoroscopically visible at the access site. Based on visual analysis of the returned device, the suture had deployed and was retrieved correctly from the device and there was no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Results of the query of similar incidents in the complaint handling database from this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.